Event description:
It was reported that the implant was working well according to in situ measurements of (B)(6) 2014. On (B)(6) 2015, in situ measurements showed 10 electrode channels with status hi and another 2 with status hsc. An accident or trauma is not known.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the implant was working well according to in-situ measurements of (B)(6) 2014. On (B)(6) 2015, in-situ measurements showed 10 electrode channels with status hi and another 2 with status hsc. An accident or trauma is not known.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.